Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic sacropopexy and cystoscopy due to vaginal prolapse, and significant symptomatic pelvic relaxation. It was reported that patient underwent mesh revision/removal on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that patient underwent posterior colporrhaphy and enterocele repair on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that patient underwent cystocele repair with biodesign biological graft on (B)(6) 2012 due to recurrent cystocele and vaginal mesh erosion. No additional information was provided.